Event description:
It was reported the unit is experiencing a test failure. No patient involvement reported at this time.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. The reported problem was confirmed. Based on the information available and results of additional analysis, defective therapy capacitor is exchanged with a new therapy capacitor. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after exchange of defective therapy capacitor with a new therapy capacitor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.